Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during multiple cataract ophthalmic knives from five separate lots were observed to be dull. The surgeries were completed without any harm to the patients.

Manufacturer narrative:
11 unopened knives, in blisters were received for the report of dull blades. Samples were visually inspected and found to be conforming. Functional penetration testing was performed and samples - 2,4,8,9 were found to be conforming and samples - 1,3,5,6,7,10,11 were found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Although the actual samples were not returned, the returned unopened sample #1,3,5,6,7,10,11 were nonconforming for functional penetration testing. The root cause of unopened sample #1,3,5,6,7,10,11 2; dull blade is manufacturing related to the electropolish process. Sample # 2,4,8,9 were found to be conforming; therefore a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.